Event description:
Pt's spouse called on behalf of the pt in 2002 alleging that the pt's one touch basic meter would not power on. The pt's spouse reported that the pt had to go to their physician for a blood glucose test. The physician tested pt's blood glucose at "305 mg/dl" on an unk device. Pt was treated with medication at the physician's office. Issue was not resolved. Meter was replaced and pt was sent instructional video. No adverse event or serious injury was reported. No further info was provided.